Event description:
Device malfunction: sutures not properly attached to needles. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel using a proglide device after an unspecified procedure. Reportedly, the sutures were loose and not properly attached to the needle. It is unk how hemostasis was achieved. There were no reported pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.